Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00290 on 20-aug-2019. Additional information (08-nov-2019): siemens has reviewed the instrument and event data including actions performed by the customer service engineer (cse). The cse checked the system and replaced the wash fluid interconnect printer circuit board (pcb). The cse also found that the optical sensor for the wash1 lid had corrosion on the bottom of it. After replacement of the optical sensor, the cse confirmed that the yellow icon is now lit on the screen when the acid, base, or wash1 lids are lifted to indicate that the sensor is functioning properly. If the sensor is not functioning properly, then the wash1 reservoir may become depleted without indicating to the user. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely low cardiac troponin I (tni-ultra) patient result. The customer observed a problem of the wash 1 reservoir depleting and not refilling. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the wash fluid interconnect printer circuit board (pcb) and optical sensor for the wash 1 lid. Siemens is investigating.

Event description:
A discordant, falsely low cardiac troponin I (tni-ultra) result was obtained on an advia centaur xp instrument and questioned by the physician(s). The customer performed repeated testing on an alternate advia centaur system and the tni-ultra result was higher. The higher tni-ultra result was reported to the physician(s) as a corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cardiac troponin I (tni-ultra) result.